Event description:
It was reported that after the first delivery from the farawave catheter, the patient's blood pressure dropped and the patient coded. The anesthesia team ran a code for the patient, performing defibrillation and chest compressions. The physician checked the patient with flouroscopy and found air in the left ventricle. It was unknown if any other medical intervention was performed. The last known patient status was stable and that the patient was being transported to the intensive care unit. The patient was intubated when the patient left the lab. The cs catheter ((B)(4) / unknown lot) and soundstar catheter ((B)(4) / unknown serial number) were inside the patient when the injury occurred. The pre-map had been performed with the pentaray catheter ((B)(4) / (B)(6)) but the pentaray catheter was not inside the patient when the injury occurred. None of the catheters were available for return. The caller stated that the boston scientific farapulse generator was used for ablation. The caller stated that petal xml was used. Additional information reported that an air embolism was introduced into the patient through the faradrive sheath during the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".